Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: product ID: m 728894b233, serial/lot #: (B)(4), software analysis determined that this was a known issue that is tracked in medtronic databases. Additional information: the original string that could not be interpreted was ending in the following: "version": "(B)(4)" } }, "systeminformati¿¿. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system used outside of procedure. It was reported that the clinical specialist (cs) was having issues with the quick response (qr) code. When she would send it in, she would received an email statin that the formatting was incorrect. Technical services (ts) had her forward them the email. It was noted that the "siu" could not interpret the characters, which was the reason. Ts had the cs archive the "siu" onto a usb and send in the file. Ts then reformatted it to send into the siu. The issue was resolved. No patient was present. Additional information was received. It was clarified that "siu" stands for system inventory utility. It is a tool that the field re presentatives can use that provides qr codes that they can use to scan and update the system information online.